Event description:
Procedure type: vats segmentectomy. According to the reporter: the robot da vinci was used. Pt tissue was challenging. The tissue tore and bled. The staple line was not complete. The surgeon transferred to open thorax surgery and another device was used. In post op control rx a foreign body was found between the heart and the lung. Initially this was thought to be a clip, but it appears to be a small part of an instrument/device instead.

Manufacturer narrative:
(B)(4).